Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient removed sensor pod. Upon sensor removal, patient was unable to locate sensor wire. Patient reported no wire protruding from skin. Patient called local nurse practitioner. Patient reported raised surface at insertion site.